Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found severed. The distal tip of the cannula became torn off when the housing was removed. The cause and timing of the damage could not be conclusively determined. The top housing was observed to have some dents. No internal damage was found as a result of the dents. The batteries were found to have an insufficient charge. No corrosions or damage was found along the battery seal. The device was found to have a shelf mode out of spec at 3.20 a. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 459 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.